Event description:
The pt was experiencing underdose symptoms of increased spasticity. The pt presented for pump refil. The expected reservoir volume was 2ml and the actual reservoir volume was 14ml. The catheter was checked and no occlusion was found in 2006, the pump was explanted and replaced. The pt outcome was reported as everything is fine.